Event description:
It was reported that the implantable cardioverter defibrillator {ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. Lntermitent high shock impedances were noted over the last month.the patient was brought into the office where the out of range shock impedance was noted with the patient just sitting. Boston scientific technical services (ts) suggested further testing and evaluation of the ICD and rv lead. The rv lead and device remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).